Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information, there is no indication of any device malfunctions or performance issues that could have caused the reported event. There are, however, clinical factors present that have contributed to the reported event include anticoagulant therapy and related comorbidities. The nephrectomy surgery presents its own risks and combined with the supra-therapeutic coagulation studies, are likely factors that contributed to the event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient developed a right kidney subscapular hematoma post a partial nephrectomy. The patient was reported to have a supra-therapeutic inr on admission for which aspirin and coumadin were held in setting of heart failure and hepatic congestion. The patient's inrs had been followed for 2 weeks prior and the inr was at goal. Warfarin was resumed at a lower dose once the inr lowered back to goal range of 2-2.5. The warfarin was slowly titrated back up and once therapeutic, there were no complications of bleeding. The patient's inr was therapeutic on the day of discharge. Surgical pain was managed with oxycodone, tramadol, and tylenol as needed. Right flank pain improved with warm packs and oxycodone. Bowel regimen to avoid constipation/straining. Cbc stable and hematoma unchanged. A urology consult reported that the patient did not require blood transfusion but they do anticipate blood tinged urine.&#2057;f gross hematuria occurs, they will take further action.